Event description:
It was reported that the patient, who was new to using the device, contacted support stating they were experiencing difficulty performing a supply change and noticed leaking at the connector. The patient confirmed that they had rewound the cartridge prior to insertion and were inserting the cartridge into the device before connecting the tubing. During troubleshooting, it was identified that the connector adaptor was not being attached properly. The patient was guided through the correct process for connecting the tubing to the device. After proper connection, the patient was able to successfully fill the tubing, observe insulin drops at the end of the tubing, and complete the supply change. The patient reported that blood glucose levels were not affected during the event, with a reported value of 152 mg/dl. No adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.